Event description:
It was reported that this right atrial (ra) lead had lead conductor fracture which noted an abnormal impedance of 3000 ohms and pacing did not occur resulting to noise. The measurements were programmed to unipolar which showed no problems with the impedance, threshold, or amplitude value. A lead removal is being considered. To date, this ra lead remains in service. No adverse patient effects were reported.